Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: rectocele procedure (s) performed: tvt sling procedure of rectocele repair complications post ivs tunneller and obtryx placement: hematuria, recurrent urinary tract infections, overactive bladder with urge incontinence. Interventional surgery: (B)(6) 2013: underwent cystoscopy and hydraulic distension of the bladder under anesthesia and bimanual exam for hematuria, recurrent urinary tract infections, overactive bladder with urge incontinence under general anesthesia.